Event description:
It was reported that syringe boin tube 10ml 21g 1-1/4in had foreign matter. The following information was provided by the initial reporter: needle foreign substance.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/4/2020 h.6. Investigation: one sample was returned to sbdm, lot number is 2008132. Sbdm noticed that there was foreign substance on needle. Syringe needle visual inspection: sbdm investigated the complaint sample, found the fm seemed as rusty needle in the syringe needle. Sbdm tried to conduct fm analysis with ir instrument for further investigation but, the size of fm was too small to conduct ir test. House sample inspection: sbdm checked the same and similar lot (lot no. 1007072, 1008132 & 1008272) retention samples as of the complaint sample, there was no same case on the syringe needle. DHR review: sbdm review the manufacturing record of complaint sample, there is no issue while manufacturing. Root cause: based on the test result of the complaint case by complaint samples, sbdm found that the fm on the needle. Currently, sbdm conduct 100% visual inspection in assembly and packing on the assembly process. It is likely that the inspectors could not find the fm on the needle and it caused the complaint case. Syringe bulk needles are supplied by bdk. The fm on the needle was occurred in the needle manufacturing process. As the complaint needle was supplied into bt 10ml syringe assembly process, at that time the needle is covered by opaque color needle cover, but the color of cover is not affected to inspect the fm. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe boin tube 10ml 21g 1-1/4in had foreign matter. The following information was provided by the initial reporter: needle foreign substance.